Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display screen became frozen. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The reported event was not confirmed. A root cause was not determined.